Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons are not responding and display screen was foggy due to insulin pump being exposed to water. Customer's blood glucose was 246 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with received with loose flush drive support disk; intermittent buttons due to corroded keypad traces, also traces of moisture was noted at the electronic and motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratched display window.